Event description:
Additional information received reported that the patient died from heart failure, respiratory failure, and aspiration pneumonia. The death was not device related.

Event description:
It was reported that the patient died. The reporter stated that they were not sure what the cause of death was. The reporter stated that the health care provider (hcp) thought it may have been ¿renal failure due to a urinary tract infection, heart attack, or stroke but all of the patient¿s tests came back normal.¿ it was unknown if the death was device related or not. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v653973, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).